Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the nurse forgot to place the external bolster as it appeared the same color with the tray. If the external bolster and the tray were in different colors, she would not have missed placing it. The procedure was completed using this device. The patient presented peritonitis afterwards. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.